Manufacturer narrative:
Clinical review: there is a possible temporal relationship between the event of hiatal hernia and pd therapy on the liberty cycler. However, there is no documentation to show any causal relationship between the adverse event and the liberty cycler. It is unknown when the patient developed the hernia or the causal event. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed since the serial number of the alleged device is unknown.

Event description:
Medical records received from an unrelated customer experience indicated that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) underwent an esophagogastroduodenoscopy (egd) on (B)(6) 2018. The egd showed a 2cm hiatal hernia. It is unknown if the patient will undergo hernia repair. Additional information was solicited.